Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was successfully implanted. No additional patient adverse effects were reported.